Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported; inratio, lab respectively: 1.5, 2.6. Qc errors were also noted on 2 other patients.